Event description:
It was reported that during a treatment session with the venus bliss, a burn to the patient was observed. The medical intervention as a result of this event was used the otc burn ointment. There was no hospitalization required. The patient recovered but left with a scar.